Event description:
The sales representative reported on behalf of the customer that the pro9350b, hall titan primecut+ oscillating saw battery hp, was being during a total knee arthroplasty procedure on (B)(6) 2021 when it was reported, ¿this top cap keeps coming unscrewed and rattling off during surgery and falling into the surgical site.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the component had fallen into the surgical site and was retrieved by hand. This caused a 5-minute delay in the procedure; however, the procedure was completed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned but photographic evidence was provided that confirmed the reported problem. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and no data was found. A two-year review of complaint history revealed there has been a total of 233 complaints, regarding 233 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that prior to each use, ensure all accessories are correctly and completely attached and perform the required preoperative functional tests for the equipment and accessories. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the pro9350b, hall titan primecut+ oscillating saw battery hp, was being during a total knee arthroplasty procedure on (B)(6) 2021 when it was reported, ¿this top cap keeps coming unscrewed and rattling off during surgery and falling into the surgical site.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the component had fallen into the surgical site and was retrieved by hand. This caused a 5-minute delay in the procedure; however, the procedure was completed. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.